Event description:
It was reported that the patient was not receiving efficacy from therapy. There was a suspected break or leak in the catheter or at the pump connector, as a contrast medium (iopamiro 300) was found, behind the pump, in the pocket. The drug used in this system was morphine. No further information was available at the time of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, neu_unknown_cath, serial# unknown, product type catheter product ID, 8709 lot# unknown, explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the pump found no anomalies. Final analysis of the proximal segment of the catheter found coring and tearing in the cup of the sc connector, though no leak was seen. Final analysis of the distal segment of the catheter found dark residue occlusions in the most proximal dispensing holes. Also, there was a leak in the catheter from a hole caused by a deep abrasion.